Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot testing was performed and passed. Receiver functional tests were performed and passed. Audio\vibration test with dexcom global receiver communication tool was performed and passed. "Try-it" audio\vibration test to test alert\alarms was performed and passed. Open receiver case for internal visual inspection was performed and passed. Speaker audio and vibrator intermittent tests were performed and passed. Measurement of the speaker and vibrator resistance were performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, the receiver had intermittent audio output. No additional event or patient information is available. The receiver has been received for evaluation. A follow up report will be submitted when the evaluation is complete.